Event description:
Phlebotomists have reported an issue with the 22-gauge straight needles from bd. There have been at least 3 incidents where a phlebotomist went to screw a needle onto the vacutainer barrel and the clear plastic part of the needle became detached from the black section where the threads are located. Staff reported the clear piece spins loosely, which is dangerous if this occurs during needle insertion and blood collection. The lab reported to this writer that this is a product number that was recalled in august due to missing bevels, however, this lot number was not part of that recall. Manufacturer response for blood collection needle, bd (per site reporter). A product complaint incident has been opened by the bd sales consultant.